Event description:
This is a follow-up report to remove device code 1528 - material separation and correct to 3190 - insufficient information. Added 1994 - pain to the patient codes.

Manufacturer narrative:
New information: this is a follow-up report to remove device code 1528 - material separation and update to 3190 - insufficient information. Added 1994 - pain to the patient codes. Report type: follow up 1.

Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported that she had extreme sickness for the two weeks prior to being able to remove the kotex tampon. Fevers, body aches, chills, and the inability to do normal activities. Since she used this product she has experienced increased ongoing pains from this product.